Manufacturer narrative:
Device available for evaluation was incorrectly populated as yes. Device returned to manufacturer was incorrectly populated as yes. Device available for evaluation: indication of yes is now appropriate for this follow up report. Returned to manufacturer on: 06/06/2017. Device returned to manufacturer yes is now appropriate for this follow up report. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was received cut in two pieces and with a chipped edge. This condition could be related to the explant process. As the customer did not report a specific defect observed on the lens, the complaint could be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure because of a defect. No further information was provided.